Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (04/21/2014), the patient¿s meter and test strips have been returned on 4/7/2014 and 4/16/2014, respectively, and evaluated by lifescan product analysis on 4/10/2014 and 4/21/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2014 at 8pm she obtained blood glucose readings of ¿231 mg/dl¿ with the subject meter and ¿190 mg/dl¿ on another device (onetouch ultra2), performed within 30 minutes of each other. The patient manages her diabetes with insulin and adjusts her dosage based on a sliding scale. In response to the higher reading obtained with the subject meter, the patient claimed she administered 2 additional units of insulin (total amount not provided). At an unspecified time after administering the insulin, the patient stated she began to feel shaky and dizzy. The patient reported taking dextrose in response to the symptoms. The patient mentioned she did not re-test that evening and just went to sleep. The patient confirmed feeling well the next morning. At the time of the call, the patient also reported a couple of additional meter to other meter comparisons. The patient reported obtaining blood glucose readings of ¿197 mg/dl¿ with the subject meter and ¿190 mg/dl¿ on another device. She also reported obtaining results of ¿190 mg/dl¿ with the subject meter and ¿150 mg/dl¿ on another device. The dates and times of these meter comparisons were not provided. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 30%. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.